Manufacturer narrative:
The tracker was returned to the manufacturer for analysis. Analysis found that the returned tracker was found to be fully functional when connected to a known good system with all three coils firing. There was no problem found with the tracker. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a dental procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that while navigating an axiem cranial case, the surgeon lost tracking with both the dynamic reference frame (drf) tracker and the instrument tracker. The surgeon was able to register without any issue and began to navigate, but then it just stopped. The emitter details were checked and the trackers were red with poor signal, while the axiem and emitter were green. The emitter was moved and could not pick up instruments. A reboot of the software did not resolve the issue. Rebooting the whole system resolved the issue. The surgery was completed with navigation and there was no impact on patient outcome.